Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.

Event description:
A report was received that a pt's precision system was explanted during a lead revision procedure. The initial reason for the procedure was lead migration after the pt had fallen, but the physician noticed that the pt's pocket was irritated, so he decided to explant the entire system. No infection was present. The pt was prescribed preventative antibiotics and is reportedly doing well.